Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) & UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's paddle was not connecting and caller did not provide event date but did mention after their surgery on the 20th, that was when the paddle would not connect. Surgery was unrelated to the implant. Caller was at work and did not have the equipment. Caller mentioned patient could not read at all and was very hard of hearing. Agent called patient and patient mentioned the recharger paddle and cord would get really hot and patient had to keep rebooting when charging the implant. During the call there were no damages on the recharger cord but the paddle would get hot and the paddle was bubbled up a bit. Agent sent request to repair to replace the recharger. Caller requested for an update after calling the patient. Agent left a voicemail for the caller to let them know agent requested for a recharger replacement.

Manufacturer narrative:
H3: analysis of the recharger (product ID 97755, serial# (B)(6) found a no device message x2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d3, h6, h7, h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.